Event description:
It was reported that there was particulate matter in the balloon of a half day infusor device. The device was reportedly compounded with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2014 ¿ december 5, 2014. The device was received for evaluation. Visual (via the naked eye) and microscopic inspection revealed no evidence of particulate matter neither inside nor outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.